Event description:
It was reported that the right ventricular (rv) lead experienced apparent t-wave oversensing (twos) which could not be programmed around. The physician expressed concerns that the issue was oversensing noise rather than a twos issue. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The ventricular sensing integrity counts up to 21,745. Non-physiologic oversensing and t-wave oversensing (twos) are not identified as there is no data since the last session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.